Manufacturer narrative:
The device was returned, the investigation has been completed and the results are as follows: DHR results the DHR was reviewed for hahn tapered implant lot# 6104346 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results the stock product for hahn tapered implant lot# 6104346 is not applicable for review since the issue is customer related. Investigation methods/results the device was returned but not in original package. The implant was verified to be an hahn tapered implant ø4.3 x 8 mm (70-1154-imp0009) using radiographic template (pk-209-062515). There was no defect or non-conformity observed and the threads were intact. Bone debris was observed in the treading of the implant. The complaint is verified based on the returned part but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. Root cause "lack of primary stability" is a common complaint in regard to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for lack of primary stability is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality; either the bone was too soft, or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. IFU 570 rev 3.0 (hahn tapered implant system) contains the following statement in the contraindications section: "hahn tapered implants should not be placed in patients discovered to be medically unfit for the intended treatment. Prior to clinical intervention, prospective patients must be thoroughly evaluated for all known risk factors and conditions related to oral surgical procedures and subsequent healing. Contraindications include but are not limited to: vascular conditions, uncontrolled diabetes, clotting disorders, anticoagulant therapy, metabolic bone disease, chemotherapy or radiation therapy, chronic periodontal inflammation, insufficient soft tissue coverage, metabolic or systemic disorders associated with wound and/or bone healing, use of pharmaceuticals that inhibit or alter natural bone remodeling, any disorders which inhibit a patient's ability to maintain adequate daily oral hygiene, uncontrolled parafunctional habits, insufficient height and/or width of bone, and insufficient interarch space." IFU 570 rev 3.0 (hahn tapered implant system) contains the following statement in precaution section surgical procedures: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. For best results, please observe the following precautions: all drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." IFU 570 rev 3.0 (hahn tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." IFU 570 rev 3.0 (hahn tapered implant system) contains the following statement in warning section: "the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin."

Manufacturer narrative:
The device has not been returned. If/ when the device is returned an investigation will be carried out and a supplemental report will be submitted. This complaint will be kept on record for track and trending purposes. Section a a2: age at time of event, date of birth: was not provided. A3: patient's sex was not provided. A4: patient's weight was not provided. A6: race was asked but not provided.

Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is ii. The patient has multiple missing teeth. The patient presented on (B)(6) 2023 for a primary procedure on tooth #30. The patient returned on (B)(6) 2023 with the complaint that the implant felt loose. Upon examination, the provider noted that the implant site was red and swollen, and in fact, the implant was loose in addition to being infected. The patient returned on (B)(6) 2023 and it was determined that the implant failed to integrate, so the device was removed and replaced with one of a different size. Based on the dates noted in the questionnaire completed by the provider, a medical opinion was sought, and it was determined that because the implant was placed and removed in such a short time, it lacked stability.

Manufacturer narrative:
Additional information: a1, a2, a3, a5, b7, e1, h6 (health effect - clinical code, health effect - impact code, type of investigation, investigation findings). Corrected information: b5, d6b, e1, g1, h6 (medical device problem code). CAPA ca-00016. Manufacturer reference: (B)(4). The report for the additional reported event is found in the following MDR: 3011649314-2023-00408.

Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is d2. The patient presented on (B)(6) 2023 for a primary procedure on tooth #30. The patient returned on (B)(6) 2023 with the complaint that the implant felt loose. Upon examination, the provider noted that the implant site was red and swollen, and the implant was loose in the osteotomy and the implant site was infected. The patient returned on (B)(6) 2023 and it was determined that the implant failed to osseointegrate, so the device was removed. The patient returned on (B)(6) 2023 for a post-op visit and bone grafting; there is primary healing. Additional information received reported that patient had a replacement implanted on position #30 on (B)(6) 2024.